Manufacturer narrative:
Review of provided files dated (B)(6) 2024 confirmed the reported issue: after selecting the MRI parameters the programming was not terminated. The observed behavior is due to the pop up window of the MRI checklist, that should appear after programming the parameters, which is in suspended mode. As a result the process is automatically canceled. Closing the current session and re-interrogation of the device solves the issue. The cause of this behavior cannot be determined with certainty. Based on available data, no issue with the subject pacemaker is suspected. This case is retained for trending purposes.

Event description:
Reportedly, on (B)(6) 2024, during the regular follow-up, the pysician selected MRI mode (manual, auto) in alizea dr sn (B)(6) and pressed <prog>, the MRI mode setting replaced the off display and could not made the MRI setting. There was no pop-up and the MRI mode section changed from a yellow display to off when pressed <prog>. Since the wand was placed directly above the device and parameters could be measured, telemetry failure was negative. There were no abnormalities such as the programmer movement was slow. Since the MRI settings could not be made after several attempts, the introgate session was ended and re-introgated to alizea again, and it was finally possible to set the MRI mode as usual.

Event description:
Reportedly, on 31-jul-2024, during the regular follow-up, the physician selected MRI mode (manual, auto) in alizea dr sn (B)(6) and pressed <prog>, the MRI mode setting replaced the off display and could not made the MRI setting. There was no pop-up and the MRI mode section changed from a yellow display to off when pressed <prog>. Since the wand was placed directly above the device and parameters could be measured, telemetry failure was negative. There were no abnormalities such as the programmer movement was slow. Since the MRI settings could not be made after several attempts, the "interrogate" session was ended and "re-interrogated" to alizea again, and it was finally possible to set the MRI mode as usual.